Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of milrinone. No specific programming parameters were provided. After an unspecified length of time, the homecare pt noted that less medication than expected had been delivered. The pt indicated that during the delivery, an alarm condition had occurred; however, the pt could not specify the alarm condition. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported, there was no change in pt status due to the event. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No further medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.27 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). The device history was downloaded at the manufacturing facility. A review of the device history indicates the programming data was overwritten by newer information. On 11/09/2009 between 0737 and 0738, a new container was programmed, the device was primed with a priming volume of 6.5 ml, and the infusion was started. Between 0741 and 0742, a change battery alarm occurred, the device was powered on, a using batteries alarm occurred, and the infusion was started. At 0845, a check cassette alarm and power loss alarm occurred. (B) (4)